Event description:
Hospitalization/diagnosis (B)(6) 2017. Dermatomyositis. Breast cancer, lobular, negative nodes (B)(6) 2010 (left) mastectomy and rx aromatase inhibitor. Mentor smooth round high profile gel implant, (B)(6) 2011. Dermatomyositis diagnosed (B)(6) 2017 during hospitalization with symptoms of what would be diagnosed as bilateral carpel tunnel and ulnar entrapment. Fulminant onset polyarthritis last used, (B)(6) 2017. Rapidly progressive on oral steroids. Diagnosis made (B)(6). Cpk 843. Methotrexate added (B)(6) 2017. Progressive thigh weakness, shortness of breath, edema, (B)(6) 2017. (B)(6) 2018: 5-day hospitalization, high dose steroids: institution igg now, administered at home via port.